Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745, serial: (B)(6), product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported seeing software problem 1 intellis, 2 3. 6, 3 243, 4 qf port on their controller. Patient stated that they tried resetting the controller but that did not resolve the issue. After further clarification, patient confirmed when they reset the controller, they had a cord plugged into the controller. Walked patient through removing the battery pack and resetting the controller. When patient reinserted battery pack, they reported seeing screen 17 (unlock screen) but the screen was distorted with a green and blue bar. Agent walked patient through plugging controller into the ac power cord with no battery pack, and patient confirmed that the controller would not turn on. Patient confirmed seeing a green light on the ac power supply. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. H3: analysis of the controller (serial# (B)(6)) found there was a cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. They also replaced the main board due to broken/damaged pins on the recharger connector, and there was a broken/cracked recharger/power connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.